Event description:
A trilogy evo o2 international device was evaluated for a predictive / preventative maintenance. There was no allegation of patient harm. The device was not reported to be in patient use. During the evaluation of the trilogy evo o2 international device at the manufacturer's service center, a full functional test has been performed, and upon reaching the valve check, the equipment failed the test. Therefore, it is necessary to replace the proportional valve and the three-way solenoid valve to address the issue. All necessary checks have been carried out to certify the restoration to the conditions prior to the breakdown. The system meets the specification for the performed service and is returned to use.